Event description:
The device was returned following explant due to rv lead perforation. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. Reference report mw5146073. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).